Event description:
Suspected false negative sars result for 1 symptomatic consumer (boyfriend of reporter). The reporter communicated that the boyfriend tested positive with an alternate test method (method unknown).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.